Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the device was exhibiting force errors after the sensor was replaced. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the case and a missing serial number on the display. Review of the event history log showed an occurrence of a "force sensor test" error message. Functional testing was unable to duplicate the reported issue, the pump was operating as intended. A root cause was not identified. The missing serial number was installed in the display. Service history review identified the complaint was not related to a previous service of the device within the review period. Email address: (B)(6) corrected data: see h10.